Manufacturer narrative:
(B)(4). Additional information: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis, coincident with automated peritoneal dialysis therapy. The cause of the peritonitis was not reported. Treatment for the peritonitis event was not reported. On the day of onset, dianeal therapy was discontinued, but extraneal therapy was ongoing. Beginning on the day of onset, the patient began treatment with physioneal therapies and physioneal therapies were ongoing. The patient was recovering from the peritonitis. No additional information is available.